Event description:
It was reported that the patient experienced inflatable penile prosthesis (ipp) cylinder bending due to sizing issues. A revision surgery was performed in which the rear tip extenders (rte) were replaced. It was indicated that the rte downsizing resolved the bend. There were no patient complications.